Event description:
The patient reportedly developed infection. The patient's device was explanted. The patient was successfully reimplanted with another advanced bionics devices. The company continues to gather info. When more info is received, a f/u report will be sent.